Event description:
It was reported that the pump had a motor stall on (B)(6) 2015 at 23:04, which recovered the same day at 23:11. The motor stalled again at 14:48 on (B)(6) 2015 with no recovery. The patient reportedly heard a single beep at 6 a.m. On (B)(6) 2015, and heard a total of two single beeps. The patient was hospitalized. The pump was explanted on (B)(6) 2015; another stall reportedly occurred on that morning and the pump was alarming; there was no tube set message. The patient experienced underdose symptoms specified as spasms, and was very irritable. The location of the symptoms was specified as the patient¿s legs. The patient status at the time of the report was "alive with no injury." The healthcare professional (hcp) ordered 10 mg of oral baclofen 3 times a day and 10 mg of intravenous valium. No cause of event or outcome was reported. The pump was delivering gablofen. Follow-up was conducted for additional information, including the cause of stalls and patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had withdrawal symptoms due to the malfunction of the pump stalling and restarting. The patient was released by the hcp and was doing fine.

Event description:
Additional information received reported that the patient was taking a lot of pain medications as well. When the reporter checked the pump at the time of the motor stalls, the patient was very anxious and wanted to inform their hcp that they needed more pain medications. After the pump replacement, the patient had to stay overnight for ¿safety¿ and the patient was very concerned about not getting pain medications if he stayed as an inpatient.

Manufacturer narrative:
(B)(4). Analysis of the pump found a pump motor gear train anomaly of stall due to shaft bearing; and an anomaly related to corrosion, wear, and/or lubrication. The previously reported conclusion codes no longer apply to this event.